Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoirs per (B)(4). No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they observed air bubbles in the reservoir. The customer's blood glucose value was 300 mg/dl at the time of the incident. The customer was assisted with the troubleshooting. The reservoir will be returned for the analysis.